Event description:
It was reported that the pump showed system fault - d to a offset voltage- b to ground test failure. There was unknown patient involvement and unknown patient harm/unknown adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a a2d reference voltage bgnd test error shown in the ehl and during start-up test. The cause of the customer reported problem was a main board error. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the main board.